Event description:
It is reported that reservoir compartment is broken. Reservoir is leaking, unable to locate the leak. Reservoir will not be returned. Advised customer on fill procedure. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.